Event description:
It was reported that the patient underwent a revision surgery to extend the fixation due to right l1, l2 screw loosening. Post-operative infection was confirmed during the revision surgery. No additional patient information is available.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.